Manufacturer narrative:
Received one used device for evaluation on 12/8/25. The in-line filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed from the in-line filter of the sample. The probable cause of the leak is from the temporary loss of hydrophobic properties during use. Lot history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Correction to g3 - date received by mfg for fu 1.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).

Event description:
The event occurred on an unspecified date (november 1st used as placeholder) and involved a 7" (18 cm) smallbore ext set w/1.2 micron filter, clamp, rotating lue. The customer reported that the filter was leaking. It was unknown if there was patient involvement or not; harm was not reported as a consequence of this event.